Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the beeper for this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable. Boston scientific technical services (ts) discussed the beeper may become disabled following an MRI and discussed troubleshooting options. No adverse patient effects were reported.